Event description:
A disconnection. The nurse reported difficulty connecting the option lok male luer adapter to the distal microclave on the extension set. The option-lok male luer adapter disconnected from the microclave before the spin collar could be secured. After the disconnection, the option-lok male luer adapter and the microclave were reconnected and the therapy was initiated. There were no reported adverse pt effects. No med interentions were required.